Event description:
Technician alleged that the bed had no cardiopulmonary resuscitation function. No pt impact.

Manufacturer narrative:
The technician replaced the cardiopulmonary resuscitation valve to resolve the issue.